Event description:
It was reported that an imaging catheter was stuck in stent. The 2.5x33mm, 70% stenosed target lesion was located in a non calcified and mildly tortuous left anterior descending (lad) coronary artery. Pre-dilation was performed with an unspecified balloon catheter. The physician implanted an unspecified coronary stent to treat the lesion. An atlantis sr pro imaging catheter was used to image the lesion. Upon withdrawal of the imaging catheter, it got stuck with the deployed stent. The physician dilated the portion where the imaging catheter was stuck using a 2.5x15mm apex catheter balloon. The imaging catheter and the balloon catheter were successfully removed from the patient by rotating to an angle. No further complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: the console failed the electrical safety test. The guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was able to properly pullback manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter was stuck in stent. The 2.5x33mm, 70% stenosed target lesion was located in a non calcified and mildly tortuous left anterior descending (lad) coronary artery. Pre-dilation was performed with an unspecified balloon catheter. The physician implanted an unspecified coronary stent to treat the lesion. An atlantis¿ sr pro imaging catheter was used to image the lesion. Upon withdrawal of the imaging catheter, it got stuck with the deployed stent. The physician dilated the portion where the imaging catheter was stuck using a 2.5x15mm apex catheter balloon. The imaging catheter and the balloon catheter were successfully removed from the patient by rotating to an angle. No further complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4).